Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was no longer receiving stimulation in her pain pattern following a fall. It was determined the scs lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2014 during which the scs lead was repositioned which resolved the issue.